Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-34 (B)(6)); product type: 0195-heart valves. Product ID: non-medtronic guidewire (lot: unknown); product type: safari guidewire. Product ID non-medtronic guidewire (lot: unknown); product type: lunderquist guidewire; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a computed tomography scan revealed borderline iliofemoral vessel diameters with some measurements below 6mm and averaging 5.8mm. An 18 french (fr) sheath was successfully advanced in the right femoral artery, but the delivery catheter system could not be advanced through the right iliac artery. The non-medtronic guidewire was exchanged for another non-medtronic guidewire, yet advancement remained unsuccessful. A 22fr sheath was then inserted, but the delivery catheter system still would not advance. Fluoroscopy identified a possible injury to the right iliac artery, leading to the procedure being aborted. Vascular surgeons and interventional radiology were called to review the patient. The delivery catheter system and valve were withdrawn from the patient.

Event description:
Additional information was received that a vessel rupture of the right iliac artery was confirmed. Per the physician, the dcs and sheath did not cause or contribute to the injury. A blood transfusion and two balloon angioplasty's were performed to treat the injury. Per the physician, the patient had small vessel diameters that contributed to the rupture. Subsequently, the patient died. The cause of death was not provided.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the patient's narrow fibrotic vessels contributed to the rupture and it is unknown if the guidewire or the sheath insertion caused the rupture. Per the physician, the cause of death was hypovolemia due to vessel rupture and the dcs did not cause or contribute to the death. The patient died the same day as the valve procedure.